Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug eluting stent to treat a lesion in a mid saphenous vein graft. The lesion exhibited non-calcification, moderate tortuosity and 80% stenosis. No damage to the device packaging. No issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues noted. The lesion was not predilated. The device did not pass through any previously-deployed stent. Resistance was noted advancing the device to the lesion however no excessive force used. It was reported that the stent deformation occurred in vivo during positioning/advancement. Stent wouldn¿t advance in a vein graft. Felt rough on pulling back. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specification. Deformation was evident to the 8th and 9th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The 0.015-inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.